Event description:
The surgeon reported that he was not sure what had caused the tie down to become dislodged. He reported that the patient did not experience any trauma or falls. He recalled his assistant had put in a silk suture to keep the tie down in place and when he went in for the corrective surgery it had been broken. He was not sure how this occurred. He thought it was possible it could have been the related to the relatively deep position of the suture within the patient's tissue. He mentioned that patient was quite thin and that this may have factored in as well. No additional information has been received to date.

Event description:
It was reported that the patient went for surgery and it was found that a tie-down had become dislodged. This is what was causing the patient's discomfort. The patient had been experiencing discomfort from this since implant. The tie-down was removed. No additional information has been received to date.

Event description:
It was reported that a patient had a lead repositioning surgery due to feeling discomfort near his throat where the lead was. No additional information has been received to date.